Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct e2. Correction to e2: no was inadvertently selected and should have been left blank. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with black foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not reported to have been deformed and there were no reported deviations from the instructions for use (IFU). The event can be detected and prevented by following the instructions for use (IFU) which state: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. - inspection of the air-feeding function - inspection of the objective lens cleaning function" "precleaning the endoscope and accessories - flush the air/water channel with water and air" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found; there was insufficient air/water flow due to nozzle clogging, the bending angulations out of specifications, the distal end insulation was out of specifications, the light guide lenses were cracked, light guide lens chipped, charged coupled device cover lens was scratched, the body control unit was damaged, switch box was damaged, the suction cylinder was discolored, the universal cord was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope, had an air/water problem. The nozzle clogging was found at estimation. There were no reports of patient harm.